Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the au480 chemistry analyzer. To resolve, the issue the customer replaced ise sample pot and ise sample pot tubing. The instrument returned to normal operation. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Component code 4756 is used for sample pot component, beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au680 clinical chemistry analyzer generated erroneous false high ise (ion selective electrode) patient results which includes sodium (na), potassium (k) and chloride (cl). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.